Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : the full lead was returned and analyzed. Primary analysis finding: no anomalies were found. Blood was present in/on the helix mechanism. Visual analysis noted the outer tubing kinked/buckled. The lead was damaged at implant.

Event description:
It was reported that when the ipg lead was implanted, the doctor found no pacing signal. The doctor suspected the top of the lead was damaged and that the lead was broken. The lead was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.